Event description:
It was reported that the patient presented in clinic after receiving inappropriate hv therapy due to suspected oversensing of noise due external emi. It was noted that the patient was working with power tools involving static charge. The patient¿s condition was fine, and monitoring will continue.

Manufacturer narrative:
(B)(4). Device not returned.